Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the power error detected alarm would occur every 4 hours. The customer¿s blood glucose level was unknown. No further details were given. The device will be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and displacement test. However, pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 was triggered when the backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes due to non-sleep anomaly software error. Pump received with scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked case behind the pump at the battery compartment, cracked lcd window, partially detached retainer, cracked retainer end cap address label fading and minor scratched lcd window.